Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient presented with a history of t7 complete paraplegia from a motor vehicle accident in 2001. The patient was admitted (B)(6) 2014 with severe itching and a concern that her pump had abruptly changed position. Her cpk was 268. She was taken to the operating room and the pump was found to be inverted so the pocket was revised from subcutaneous to subfascial. On (B)(6) 2014, the patient underwent her first refill and was noted to have fluid overlying the pump. 120 ml of straw colored fluid was removed to allow for access to the central reservoir. One month later, she was still having severe spasms and her dose was turned up to 1200 mcg/day. A catheter access port (cap) access was successful. Botox was given. In (B)(6) of 2015, she was felt to be doing better. Her drug concentration was increased to 4000 mcg/ml. Due to continued spasticity, as contrast CT study was done on (B)(6) 2015 showing normal myelogram. On (B)(6) 2015, due to intermittent continued spasms, the physician offered an intrathecal baclofen trial of 50 mcg that was done on (B)(6) 2015. Unfortunately, she had no spasms on the pre-screen. On (B)(6) 2015, she underwent pump and catheter replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the catheter issue was not determined. The patient was ¿doing fine¿.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had the pump implanted on (B)(6) 2014 and then she developed withdrawal symptoms from the patient not getting the baclofen. It was also noted that the pump was programmed to give her more medicine than what she needed. The withdrawals lasted "5 months" before they did surgery, which put her in "deep depression." It was noted that the pump was eventually explanted as the patient got spinal meningitis from the "infected pump" and was "deadly sick" for a long time. It was stated that it was a rough and painful recovery. It was noted that when the catheter was replaced, the surgeon said it had "tiny holes in it."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.